Manufacturer narrative:
Product analysis: stylus and cursor were not aligning on a portion of the display. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without accompanying information, and subsequently tested out of specification. There was no patient involvement.